Event description:
Information was received from a consumer regarding a patient who was receiving clonidine 1066.0 mcg/ml; 444.0 mcg/day, bupivacaine 12 mg/ml 4.998 mg/day, sufenta (sufentanil) 57.0 mcg/ml 23.789 mcg/day and baclofen 1008.0 mcg/ml 419.8 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient has had 7 back surgeries between 1989 and 2014. During a (B)(6) 2014 back surgery, the healthcare professional (hcp) saw the catheter tubing was lying right next to the site they were going to work on for stenosis and a disc. The patient reported that the hcp was concerned that the catheter may get nicked and took the medicine down to zero because the patient needed surgery right away. The patient went into a catatonic state, horrible reaction and almost died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.